Event description:
It was reported that an over estimation of battery longevity was displayed during device interrogation. Overprojection of the battery curve during the midlife was suspected to be cause for the variation in longevity. No intervention was performed at the time. Monitoring will continue with monthly follow ups until device reaches eri.